Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during preventative maintenance (pm), performance verification test (pvt), the unit went ventilator inoperative and went ventilator inoperative when turning on in either ventilator or diagnostic mode. The customer reported that there was no patient involvement.

Manufacturer narrative:
Through follow-ups, the customer indicated that the ventilator is actually working fine. Customer realized that the vent goes to vent inop if the customer attached (B)(4) cable before it turned on. It happened when the customer tried to reset the pm hours. Customer should have everything turned on before connecting the (B)(4) cable. The vent is back to service now.